Event description:
It was reported that the 9900 system had an overload fault error message and temperature sensor error. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube, high voltage tank, high voltage cable, and the backplane were replaced during the service call. The system was tested and found to be working as intended and put back into service.